Event description:
It was reported that pump had scratched screen. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting at that time, and no additional information was received regarding the outcome of the event.